Event description:
Info received indicates the siderail is not staying in the raised position.

Manufacturer narrative:
The tech found the latch shoulder bolt was missing. The tech replaced the latch bolt to repair the stretcher.